Manufacturer narrative:
Pump was received with no vibration during self test due to broken vibrator motor wire (red). Unit had cracked case at display window corner, cracked lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump vibrator feature does not work and the keypad buttons are not responsive. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the vibrate feature does not work after a new battery change. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.